Manufacturer narrative:
The lot # was not provided and the device was not returned. Consequently, a direct product analysis and review of the manufacturing records could not be performed. The physician reported in the abstract that strictures at hepatico-jejunostomy sites present a particular challenge because of the short landing zone within the duct. The instructions for use addresses endoprosthesis sizing and percutaneous deployment of gore viabil biliary endoprosthesis: "the gore viabil biliary endoprosthesis should extend at least 2 cm proximal and distal to the margins of the stricture. Positioning should not result in excessive length into the duodenum. Additionally, it was reported that the physician noted in a podium presentation of the abstract, that the landing zone was shorter than 2cm. Citation: hwang, g.l. (April 15, 2013). Outcomes of viabil covered stent placement for treatment of hepatico-jejunostomy strictures. Abstract presented at the sir annual scientific meeting, new orleans, la.

Event description:
The abstract, "outcome of viabil covered stent placement for treatment of hepatico-jejunostomy strictures" include a case in which a patient underwent percutaneous placement of a gore viabil biliary endoprosthesis for a malignant hepatico-jejunostomy stricture. It was reported in the abstract that the stent migrated on the day of placement. The stent was removed and replaced the following day.